Manufacturer narrative:
The device was not returned for analysis; therefore, the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information regarding an incident with an axium coil. During the treatment of a 6mm cerebral aneurysm, it was reported the axium coil could not be detached with the instant detacher as well as with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). The coil eventually detached by pushing and pulling the pushwire. The implant coil detached in the target location. The vessel moderate in tortuosity and in size. No patient injury was reported as a result of the procedure.